Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
Reference MDR #1036844-2011-00076 for the first event, 1036844-2011-00077 for the second event, 1036844-2011-00078 for the third event and 1036844-2011-00079 for the fourth event involving the same pt. It was reported that on (B)(6) 2011, the sales rep was informed that there were five attempts at inserting the product ak-45703-ak. A male pt was presented in the emergency room with a gunshot to the head. The physician attempted to place the central venous catheter (cvc) femorally, but was unsuccessful. The physician was unable to thread the spring wire guide (swg) because as it was entering the pt it was kinking. During removal, the swg became stuck in the introducer needle because of the kinking. As a result, he removed both the swg and introducer needle. An IV was stuck in the pt's external jugular in order to gain access. Per the md the pt expired a day later due to the gunshot wound to the head and feels it had no association with the product.